Manufacturer narrative:
The complaint was not confirmed as the evaluation of the hand piece and suture construct revealed no abnormality. One peek implant was found to be missing a wing, the most likely cause of which may be related to the implant removal and/or insertion with force being applied (as opposed to twisting the insertion spear, per dfu) during the operation of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair, ar-4500, the meniscal cinch misfired and deployed both implants into the patient. The surgeon was able to remove the second implant by using a grasper without any damage to the first implant. The case was completed successful by using another meniscal cinch at the facility without any further issues. No patient harm.